Manufacturer narrative:
H6: medical device problem code 2017 - use after damage. The device was returned for analysis. The reported needle to cuff miss was confirmed. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, it is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the first proglide device was deployed even though the marker lumen bleed back was not pulsatile. When the second proglide was inserted, no bleed back was observed from the marker lumen; therefore, the second proglide device was not used and was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after an iliac percutaneous transluminal angioplasty interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful with both proglide devices. Reportedly, pulsatile bleed back was observed from the marker lumen and the deployment steps were performed correctly; however, no suture was present when the plunger of the first proglide device was removed. The foot was retracted and the proglide device was removed. A second proglide device was inserted through the guide wire. Bleed back was observed through the marker lumen of the second proglide device but it was not very much; therefore, the proglide device was not used. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.